Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually/dimensionally inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. However, damage was noted to the hemostasis cap consistent with forcible separation/attempt separation of the deployment sleeve from the cap. A 6.36" length of suture exited the sheath distal end; a collagen fragment was tightly secured by the intact suture loop. The anchor was not returned. The distal end of the black heat shrink tubing had been damaged, consistent with forcible contact. The location of the black heat shrink relative to the clear heat shrink was consistent with manufacturing specifications. The black heat shrink was fully exposed; a 0.05" gap existed between the distal end of the black heat shrink tubing and the proximal end of the tamper tube, suggesting an overtightened suture as described in the instructions for use. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal instructions for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. No angio-seal training record was found for this physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported following a routine diagnostic angiogram, a 6f angio-seal vip was selected for use. A pre-insertion angiogram (pia) was performed. During development of the angio-seal the suture appeared to snap, leaving the anchor in the patient's leg. Manual compression was applied for 10 minutes and hemostasis was achieved. The patient stayed overnight for observation and was discharged the following day with no problems. No training record was found for this physician and retraining was scheduled. It was confirmed by the hospital that angio-seal will not be use until the training is completed.